Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms described as redness and itching at the insertion site. The customer had contact with a healthcare professional but no medication was prescribed. It was indicated that the customer received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.